Manufacturer narrative:
(B)(4). B5 describe event or problem - correction h2 correction.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient reportedly experienced malaise. Per documentation, she mentioned that the sensor had just received an error message and there were no readings, so she went for dka after a few minutes. The last known egv was not specified nor clarified. The patient was taken by ambulance to the ed where she was diagnosed with dka. Per documentation, she was not given any medical intervention but instead advised by the staff to use her tandem insulin. She was discharged after 4 days and was okay at the time of the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
The complaint states that ""no readings", "sensor error" or "brief sensor issue"" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.